Event description:
It was reported that when using the bd pyxis¿ anesthesia station es or-21 displayed the message "error intiating device manager". As a result, the station was completely nonfunctional, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fatal error had occurred during the launch of med application. A field service engineer disconnected all drawers, but the issue persisted. The engineer then verified the ip address on the communication sled, which indicated a disconnection. The communication sled was replaced and restarted the station to resolve the issue. Additionally, preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.